Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline stent failed to open and the marksman was deformed. It was reported that this was a c6 segment aneurysm, with an approximate size of 3 × 5 mm. After the flow diverter stent was delivered to the target position and deployment was initiated, it was observed that the distal end of the stent failed to open. The stent delivery catheter and pusher wire were retrieved, and deployment was reattempted; however, the distal end of the stent still could not be opened. During the replacement of a new flow diverter stent, slight deformation was observed at the distal tip of the stent delivery catheter. To ensure successful deployment of the replacement flow diverter stent, the delivery catheter was also replaced. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. Ancillary devices include a navien 115 guide catheter and a stryker guidewire.